Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy due to svt. Device behaved as programmed. Programming changes were recommended but not made. Device remains implanted. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.